Manufacturer narrative:
The product is expected to be returned. Upon its receipt, analysis will be performed and this report would be updated.

Event description:
Boston scientific received information that when this device was interrogated prior to implant, it displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was not implanted and will be returned. No adverse effects were reported as this device was never in contact with the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory noted that the device recorded the code 1003 on (B)(6) 2016. It was also noted that the device had recorded low temperature readings starting from (B)(6) 2016 until the alert was set. The temperature readings were as low as 32 degrees fahrenheit (0 degrees celsius). With the device being stored below the recommended storage temperature in labeling, the battery voltage reading became low enough to trigger a low voltage alert. Further analysis of the battery noted that it had recovered and was showing a status of good. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the low voltage alert observed at implant was due to the device being stored temperatures below what is recommended in labeling. Once the device was warmed to the recommended temperatures, it met all specifications and showed normal battery function.